Manufacturer narrative:
Product event summary: the device passed residual gas analysis testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device was damaged. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had a suspected fracture as the threshold were noted to be high and the pacing impedance was noted to be high/undefined. The lead was explanted and replaced. During the revision procedure, the right atrial lead was noted to be damaged and was explanted and not replaced. The device was also damaged during extraction and was replaced. No patient complications have been reported as a result of this event.